Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the tubing at pinch valve vl53b was defective. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a blue leak from the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The instrument model was changed from lh500 to lh750. The 510(k) number was changed from k042724 to k061574.

Event description:
The customer reported a blue leak from the coulter lh 750 hematology analyzer.